Manufacturer narrative:
Concomitant medical products: unknown xps console, xps3000. Product evaluation: analysis results not available; the device was not returned for evaluation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ¿patient was set for surgery to remove large sinus polyp. Ent surgeon began to use microdebrider shaver handpiece and there was no indication the handpiece was working (no sound). Register nurse turned on/off the integrated power control panel (ipc) and unplugged/plugged in the handpiece without success. A second handpiece was retrieved and the ipc was restarted, still without success (no sound). A third handpiece was retrieved. There was minimum sound from the device, but no movement. Third handpiece did warm to touch. Ent surgeon opted to abort and reschedule procedure due to delay and length of time patient was under anesthesia.¿ there was no reported patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.